Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to vehicular accident. Customer was hit on the side. Customer was driving. Customer stated that the insulin pump has cracks. The blood glucose reading is 168 mg/dl. Customer stated that he blood glucose reading at the time of the accident was not high or low. Xrays were taken at the hospital. Advised the customer that the insulin pump will be replaced. Nothing further reported.